Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the tissue pad was severely worn because the ultrasonic wave was output in a state where the grasping part was closed without grasping the tissue (including after the tissue was cut). The event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: rc2057 06. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sonicbeat teflon pad was melted and separated. The pad did not fall into the patient¿s body. The issue occurred during a therapeutic low anterior resection procedure. There was no delay, and the procedure was completed with a similar device. The product was inspected before the procedure and there was no abnormality. There were no reports of patient harm.